Manufacturer narrative:
(B)(4). Returned meter evaluated with no defect found. Test strips returned for evaluation. Expired strips returned. Unable to test . Most likely underlying root cause of malfunction: strip issue. Note: test strip expiration date is 9/30/2016 ( expired test strips).

Event description:
Consumer reported complaint for lo blood glucose test results. Jimmy-nurse is calling on behalf of the customer. The customer is concerned with tests results from results obtained of lo. The customer's expected fasting blood glucose test result range is 85 to 170mg/dl. The customer feels well and did not report any symptoms. Medical attention is not reported as a result of the actual blood glucose results. The product storage location is undisclosed. The test strip lot manufacturer's expiration date is 09/30/2016 and open vial date is undisclosed. The meter memory was reviewed for previous test result history (date / time not set): (B)(6). Memory concerns: customer concerned with lo results on (B)(6) 2017. The customer called with concerns regarding their meter reading lo. Their normal fasting glucose range is 85mg/dl to 170mg/dl. The customer denies the need for medical attention at the time of call. The customer denies having any signs or symptoms of hypoglycemia or hyperglycemia at the time of call. I did let the nurse know that the test strips expired in 2016.